Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 375cc gel breast prosthesis (left device) and a mentor memorygel breast implant 400cc gel breast prosthesis (right device) and suffered several unexplained systemic symptoms, including unspecified autoimmune issues, diagnosed with cellulitis, diagnosed with pan, and painful skin breakouts. In addition, the patient reported that her right breast is smaller than her left breast, indicative of possible right breast prosthesis rupture. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right breast prosthesis.